Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while drawing up mixed medication from a vial using a bd microlance¿ hypodermic needle, a piece of the rubber membrane broke off and remained in the fluid path. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: "returned sample evaluation". Returned needle was exanimated under microscope without observing any damaged cannula point and well-deburred. Sample was tested (using different angles of penetration) using a lab vial with no difficulties and no particles from vials stopper fragmentation were found. "Lot number / product family history'': complaint trending review of lot for this issue reveals 1 complaint (including this one). "DHR/bhr review": "our production and inspection records and have established that all production and quality processes were carried out normally. Needles were packed in machine 2104 (june 16-27th, 2017) during which 117 visual inspection were carried out with zero defects noted during in-process visual inspections performed. Needles were assembled in machine 4411 (june 14-21st 2017) during which 178 visual inspections were carried out with zero defects noted. Cannula batches: 7118430 and 7054121 ((B)(4))." Confirmed: bd was able to duplicate or confirm the customer's indicated failure mode customer complaint is related to coring effect which is confirmed since picture and sample show the defect. Conclusion: based on above results and since DHR show no evidence, abnormalities and no issues during needles manufacturing related to coring effect and taking into account the preventive measures and controls in place during the cannula manufacturing process, the coring effect (risk of catching internal wall of vial stopper) is unlikely to be caused by poor or insufficient de-burring process of the cannula. In addition, as a part of fraga cannula incoming inspection, visual examination (including cannula point conditions, flashes, cleanliness, clogged and crashed cannula), measurements and penetration test are performed. On the other hand, based on available information, we understand coring effect issue probably took place which consists on possibility that fragments during puncturing the stopper of used vial may occur. Taking into account the preventive measures and controls in place during the cannula manufacturing process, the coring effect is unlikely to be caused by poor or insufficient de-burring process of the cannula. Moreover, the stopper and the technique used to penetrate the vial cannot be excluded to play a role and have some potential implication in the coring effect issues. In this case, the needles have a regular bevel, the needle should penetrate the stopper between 45 and 60º to avoid having coring effect.